Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned stent delivery system (sds) noted blood on the shaft and loosely-folded balloon and in the guide wire lumen, inflation lumen and balloon as well as crystallized contrast in the inflation lumen and balloon. The stent implant was not returned. These observations are consistent with the reported information that the stent had been deployed at the lesion. The reported shaft leak was also confirmed. When pressurized by a new indeflator filled with water, fluid leaked out a hole in the shaft proximal to the guide wire exit notch at the location of the proximal end of the support mandrel. Additionally, the shaft was kinked and the hypotube separated inside the shaft at the same location of the hole. Based on the returned product and reported information, the reported physical resistance (difficulty advancing) appears to be related to operational context (narrow and heavily calcified lesion) as well as the reported improper use method of no pre-dilatation. The clinical use information/delivery procedure section in the multi-link 8 instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Note: the multi-link 8 stent can be delivered without pre-dilatation in patients who present the following criteria: no angiographic evidence of calcium, severe tortuosity, greater than or equal to 90 degree angulation at lesion. As the lesion reportedly was heavily calcified in this case, pre-dilatation may have helped to reduce lesion resistance. The reported partial stent deployment (difficult to deploy) is likely attributed to the reported shaft tear/leak and resulted in additional non-surgical treatment (balloon dilatation) to fully deploy the stent. The shaft and metallic hypotube likely kinked and then the hypotube broke apart due to handling during the advancement difficulties/resistance. Kinks or bends in the hypotube can lead to weakening of the material of the metallic hypotube such that subsequent application of force or further handling (such as pushing then pulling or straightening) can cause a break. Once the hypotube was broken, the jagged edges of the hypotube or the proximal end of the support mandrel likely created the observed tear at the crest of the shaft kink. Overall, the reported complaint and observed damages appear to be related to the reported improper use and operational context of this specific case. During manufacturing, all stent delivery systems are 100% inspected for shaft damage, stent damage, and proper crimped stent outer diameter. Additionally, a sampling of units are destructively tested prior to lot release to check for damage and to verify crimped stent outer diameter and rated burst pressure. A review of the lot history record revealed no nonconforming material records for this reported lot, indicating all lot release testing met specification. Additionally, a query of the complaint database revealed no other reported complaints for the reported lot. There is no indication of a product quality deficiency.

Event description:
It was reported that the target lesion was in the distal right coronary artery (rca) with heavy calcification. No pre-dilatation was performed and difficulty was encountered during the crossing of the very calcified lesion with the multi-link 8 stent. When positioned at the lesion, during inflation of the stent delivery system (sds) balloon, the physician noted contrast liquid leaking from the proximal shaft and the stent was not able to be fully deployed. The sds balloon was completely deflated and the sds was withdrawn from the patient. A non-abbott balloon was advanced and was successfully used to completely deploy the stent. A second post-dilatation was performed with a trek balloon. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.device (B)(4): no pre-dilatationthe device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.